Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) top screen has a green background and needs replacement. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site address- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 initial reporter, event site address, event site address line 2, event site email, e2, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the iabp unit and was able to identify the broken green display issue. To fix the issue, the fse replaced display top lcd and both display labels, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.